Event description:
It was reported that the customer had cosmetic damage on the insulin pump. Customer's blood glucose level was 112 mg/dl. Customer stated that the bottom of the pump keeps popping off. Customer was reloading it and when she pulled the plunger back down, it went too far. Customer stated that she is able to read the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: broken end cap noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.